Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left circumflex artery (lcx). A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon exploded, and the tip protector was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. A pinhole was found to the balloon, located at the proximal markerband. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left circumflex artery (lcx). A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon exploded, and the tip protector was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.